Event description:
It was reported that pacer dependent patient presented in the operation room for an elective device replacement. During the procedure, the physician was unable to loosen the rv port set-screw. After cleaning the aperture, lubricating the threads then placing a new wrench to the bottom and placed side pressured on the wrench, physician was able to release the set-screw. The device was explanted and replaced. The patient was asymptomatic during the procedure and was fine in the recovery room. The patient had no adverse event.